Manufacturer narrative:
A customer in the USA returned the ht70 ventilator alarm silence reset membrane and overlay for replacement. The part was received and decontaminated. However, no evaluation was performed yet. (B)(4).

Event description:
It was reported by a customer in the USA that the ht70 ventilator alarm silence/reset button was inoperative. There was no patient involvement.